Event description:
When the cardiologist was treating the cypher onto the wire he noticed that the proximal stent struts were uplifted. It was not observed prior to that an appeared normal when removed from the plackaging. The packing was also perfect in appearance. The procedure was completed with another cypher without adverse effect to the pt.